Event description:
Customer alleged that when lowering the head section of bed once the function is released, the head section goes back up on its own. Customer said there was not a pt in bed when failure happened and no injuries occurred.

Manufacturer narrative:
A hill-rom tech determined a problem with bed foot control. He fixed the bed by replacing foot control pedal on left side of the bed.